Event description:
Attorney alleged while customer was in a loaner chair, allegedly the footplate came off. Serious injury alleged.

Manufacturer narrative:
This is a non-invacare wheel chair. It is a quantum wheelchair. Invacare is filing this MDR based on the broken tibia of the consumer while using a quantum loaner chair while his invacare wheelchair was in for repairs. No RMA has been initiated for this issue. This device has an unknown model with an unknown serial number/date code. The age of the wheel chair is unknown. The chair involved was a loaner chair while his original chair was being repaired. The consumer experienced a broken tibia. His stability and medication regimen prior to the event are unknown . The consumer is a (B)(6) male. His height and weight are unknown. The consumer was on a downtown street at the time of the event. The maintenance history of the device is unknown. His attorney alleged the loaner chair footplate came off. The consumer (also an attorney) was at the air show and was allegedly hit by an air show mechanic (invacare chair #1). According to the consumer, his power chair was totaled. The consumer had to purchase a brand new chair (invacare chair #2). Per the consumer within a couple days of having the new invacare power chair, it was taken back to the dealer for repair. The dealer provided a similar type of loaner chair (quantum chair). The consumer was driving in downtown (B)(6) with the loaner chair coming back from a meeting, when his right leg allegedly got caught underneath the chair causing his tibia to break. His leg allegedly came off the footplate. The dealer is alleging the mechanism that holds the footplate to the chair allegedly broke causing his leg to fall and get caught. The consumer received medical attention (surgery to mend and plastic surgery) and is currently in a cast. The consumer had to go back for outpatient surgery to follow up. The consumer has since received his original chair (invacare chair #2) and the dealer came and picked up the loaner (quantum chair). His original chair has tilt, recline and elevate.